Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure using a hydrothermal procedure set device, the patient's leg was slightly pink and warm (adult female patient; age and weight are unknown). According to the complainant, the nurse forgot to place a towel down prior to laying the plastic tubing on the patient's leg, which resulted in the reported injury. Reportedly, no burn had occurred nor was any first aid administered. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device not returned.